Manufacturer narrative:
Additional codes added to section h6 patient code, health impact code, evaluation codes result and conclusion, component code h3 device evaluation summary: it was reported that a 980 ¿ ventilator screen became black and there was a loud ¿thunk¿ and then the ventilator stopped ventilating. It is also reported that the ventilator eventually cycled back-on and displaying a ¿battery inop¿ message. One puritan bennett 980 ventilator was evaluated. From the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. An internal investigation was opened to address this issue. One ventilator was returned to medtronic for further analysis. A visual inspection of the returned ventilator showed no anomalies. The ventilator was assembled and was powered on in service mode with no errors and/or alarmd, all tests passed. The ventilator was powered up in normal mode with no errors and/or alarms. Using a test lung, the ventilator ran for 6 days resulting with no errors and/or alarms. Per the logs, it is possible the two faulty batteries that tested for an hsc, or hardware short circuit, were the probable cause as the battery error codes were duplicated with the information made available, a cause of the reported event of "battery inop¿ message was determine to the faulty battery. The cause of the reported event of loss of ventilation is determined to the component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 980 ventilator screen became black, a loud noise and then the ventilator stopped ventilating. While bagging the patient , the ventilator eventually cycled back-on and displaying a ¿battery inop¿ message. The patient was removed from the ventilator and placed on an alternate ventilator without harm.

Manufacturer narrative:
Correction to section h6. Evaluation codes method and result. H3: device evaluation summary: from the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. With the information made available, a likely cause could not be determined. An internal investigation was opened to address this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.